Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted several times to place the right ventricular (rv) lead. Eventually, the physician removed and inspected the lead, noting that the helix was bent and would not extend or retract smoothly. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.